Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer had excessive issue with air bubbles. It was reported that customer had champagne and larger size air bubbles in reservoir and has had issue for a year. Customer was still able to control blood glucose well. Troubleshooting was declined, but having representative go out to home for assistance was accepted.